Event description:
It was reported to the aci sales professional that an obese female patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. The patient was anticoagulated with angiomax peri-procedure. A pre-procedural femoral angiogram revealed the artery size to be 5 mm and the stick location was directly at the mid femoral head. Post procedure, the physician who is a trained user of the mynx, with the aci sales professional present, used the device for femoral arterial closure. It was reported that the physician shuttled down and when he retracted the sheath to expose the advancer tube, the sealant was observed to be stuck on the advancer tube. The physician deflated and removed the balloon. It was reported that immediately after, a ''golf-ball'' sized hematoma developed at the access site. The hematoma was successfully resolved after applying manual compression for 30 minutes. No further information was provided.

Manufacturer narrative:
Visual inspection of the device revealed that both tamp locks were dislodged and sliding on the polyimide shaft thus resulting in the advancer tube failing to engage. Based on the information provided and the investigation performed, the cause for the tamp lock detachment may be a bond failure at the polyimide shaft. The reported complaint was confirmed. We are monitoring and trending for similar events and will conduct corrective action as appropriate. The review of the lhr (lot f1101102) indicated that the mynx device met all established performance criteria prior to shipment.